Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with motor error alarms due to motor encoder signal out of phase. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the drive support cap was flush. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.